Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. The patient underwent surgery two weeks later and a hole in the tube connecting the pump and the reservoir was identified. Therefore, the pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. The pump and the kink resistant tubing (krt) had no leaks upon inspection. The pump did not pass activation tests. Based on the information available and analysis results, the reported tubing hole was not confirmed. The activation issue in the pump could have caused or contributed to the reported clinical observation of device not performing as expected.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. The patient underwent surgery two weeks later and a hole in the tube connecting the pump and the reservoir was identified. Therefore, the pump was removed and replaced. There were no patient complications.